Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received a motor errors, missing half of reservoir compartment, unexplained no delivery alarms and sticky buttons. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had intermittent button response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error, no delivery alarms due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. Motor passed motor test. (B)(4).